Event description:
The ceramic tip of the mitek vapr electrode broke off during use. All fragments were retrieved at the time of the event. Problem did not impact the pt. If this was to recur and the fragment not retrieved, it is possible that pt injury could potentially occur.